Event description:
The staff brought a broken stretcher into the bed shop. Tech found that when he pushed on the head brake pedal, the brakes will not set. Tech found the pt right foot and pt left head casters were worn out. Replaced the right foot and left head caster. The brakes operate and set normally. No injury reported.